Event description:
The graft was implanted for an abdominal aortic aneurysm. The graft leaked an unk quantity of blood (after declamping) from an opening in the bifurcation. The dr sutured the opening and the leakage stopped. The graft was left in. The pt's condition is ok.